Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (3 mg/ml at 0.5 mg/day) via an implantable infusion pump. It was reported that the patient reported a lack of therapy, and they felt their pump moving. It was noted that the patient's body habitus contributed to the issue, the pump was in the left abdomen which was pendulous. The hcp was able to flip the pump back and complete a dye study which confirmed the catheter was patent in that position. The patient was referred back to the implanting doctor for a pocket revision. The issue was not considered resolved. The patient's weight was provided. The patient's status at the time of the report was alive - no injury. No further complications were reported.